Event description:
It was reported that intermittent malfunction alarms occurred. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. Reportedly the customer abstained from consuming food to address bg level. Reportedly the customer continued to use the pump for insulin therapy and had manual injection supplies available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.